Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the scope connector was dirty due to water leakage caused by water invasion. Upon further inspection, it was observed that there were foreign objects were coming out of the suction channel tube in the universal cord and suction port. This finding was due too insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip, a crack and had a white-clouded area. It was also observed that the universal cord and the connecting tube had a wrinkle. It was observed that the adhesive around the objective lens and light guide lens also had a white clouded area due deterioration caused by a handling issue. It was also observed that the plastic distal end cover had a dent. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: protector of universal cord on the scope connector side, protector of universal cord on the control section side, switch 1 and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had an air/ water leakage. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were coming out of the suction channel which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the suction channel could not be identified and the root cause of the issue could not be determined, as no reprocessing or additional event information was provided. The event can be detected and or prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿1.inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3.inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿inspection of the suction function¿ ¿1. Depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump¿. ¿inspection of the instrument channel¿ ¿1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve¿. Olympus will continue to monitor field performance for this device.